Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d1, d2, d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient¿s son stated that his mom was not able to use the drydoc as the fecal matter kept plugging up the hoses. The hoses were changed several times, but the device still would not work.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the patient¿s son stated that his mom was not able to use the drydoc as the fecal matter kept plugging up the hoses. The hoses were changed several times, but the device still would not work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient¿s son stated that his mom was not able to use the drydoc as the fecal matter kept plugging up the hoses. The hoses were changed several times, but the device still would not work.